Manufacturer narrative:
The archive data review revealed multiple ua12 advisory messages on the customer's reported event date, confirming the reported complaint.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 12 (lifeband not present) was confirmed in the archive data, but it was not replicated during functional testing. Nevertheless, the belt clip detection switch was replaced as a preventive precautionary measure to avoid re-occurrence of the ua12 advisory message. Visual inspection showed a cracked top cover and a broken screw well on the front enclosure, unrelated to the reported complaint. The observed physical damages appeared to be the characteristics of harsh impacts, most likely attributed to mishandling, such as a drop. Also, no documented report was found proving that regular preventative maintenance (pm) had been performed on this autopulse platform since the customer acquired it in 2016. The damaged covers were replaced to address the issues. The archive data review revealed multiple ua02 advisory messages on the customer's reported event date, confirming the reported complaint. The archive also showed that the platform had stopped compressions a few times due to user advisory (ua) 17 (max motor on-time exceeded during active operation) on the customer's reported event date, unrelated to the reported complaint. The autopulse platform passed the initial functional test without fault or error, and the reported ua12 advisory message was not replicated. The platform was powered on and off several times, and no issues were found with the belt clip detection switch; however, it was replaced as a preventive precautionary measure. Unrelated to the reported complaint, further functional inspection revealed that the drivetrain motor brake gap was too wide, out of specification. This issue caused the intermittent occurrences of the ua17 advisory messages observed in the archive. The drivetrain motor assembly was replaced to remedy the problem. Subsequently, the autopulse was subjected to a run-in test using instrumented manikin and large resuscitation test fixture (lrtf) for approximately 15 minutes each, and the platform passed the tests without any issues. Upon service completion, the autopulse platform will be subjected to final functional testing to ensure the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Event description:
The autopulse platform (sn (B)(6)) displayed user advisory (ua) 12 (lifeband not present) after being used on a patient. Per the customer, the autopulse platform performed flawlessly during the patient call. To troubleshoot the ua12 advisory message, the customer re-adjusted the lifeband and restarted the platform, but the issue persisted. No patient involvement.

Manufacturer narrative:
UDI related data quality updates only.